Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had classified some ventricular fibrillation (vf) episodes as non-sustained ventricular tachycardia. No action was taken and the device remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.